Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a bolus but entered the incorrect values into bolus calculator. Customer consumed juice to address bg. Customer continued to use the pump for insulin delivery.